Manufacturer narrative:
Device evaluation summary: during the visual evaluation of the product, parallel lines of shell wear were observed on the posterior aspect. Leak testing was performed, according with mentor procedure, and it revealed a tear within the wear, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, additional information was received indicating the patient's age at the time of event was 59 years old, and the patient race is african american. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a saline mentor siltex round moderate profile 475cc breast implant and experienced deflation and capsular contracture baker grade unknown on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial number (B)(4) on (B)(6) 2020.